Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchscreen. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the touchscreen involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. No issue was found upon reviewing the system logs and visual inspection. After the touchpad was installed on an in-house system, a failure was triggered, and the system did not start up successfully indicating touchpad issue. Root cause is attributed to the touchpad.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, one of the surgeon side consoles (sscs) in a dual console procedure automatically stopped and locked the user. The issue occurred on a specific ssc but not the others. Site stated that no error or system message appeared when the issue occurred. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse could not find any related error in the logs. The surgeon elected to swap to the other ssc to continue with the procedure. The procedure was completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The third mtm was installed onto a patient fixture test platform (pftp) where calibration was found to be failing on the axis 6. Once testing was completed, the axis 6 motor was tested and was verified to be the source of the fault. Upon visual inspection, no issues were found that would be related to the reported event. The axis 6 motor was found to be the root cause of the reported event.

Manufacturer narrative:
The first mtm was installed onto a golden system where the component functioned as expected but a 23019 error on axis 1 motor encoder. The mtm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axis 1 motor and cable was inspected, and no faults could be identified. Root cause is attributed to axis 1 motor and axis 1 pot. The second mtm was then installed onto a pftp where sine cycle was found to be failing on the axis 1. Once testing was completed, the axis 1 motor and motor cable and axis 1 pot was tested and was verified to be the source of the fault. Upon visual inspection, no issues were found. Root cause is attributed to axis 1 motor cable and axis 1 pot.

Event description:
Refer to h11 for follow-up information.